Manufacturer narrative:
Device evaluation of monitor sn (B)(6) has been completed. The reported problem (cannot baseline) was isolated to defective dts board. The root cause could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor cannot baseline.